Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. The following MFR report numbers are related to this report: 1221359-2022-00949, 1221359-2022-00950, 1221359-2022-00951, 1221359-2022-00953, 1221359-2022-00954.

Event description:
The customer reported false negative results with the ID now covid-19 assay for multiple tests. This MFR. Report addresses test 4 of 6. The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2022 with a nasal sample. Repeat testing was not performed. Transcription-meditated amplification (tma) confirmation testing with a hologic platform was performed with a nasal sample and generated a positive result. The customer stated the patient was symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. The following MFR report numbers are related to this report: 1221359-2022-00949, 1221359-2022-00950, 1221359-2022-00951, 1221359-2022-00953, 1221359-2022-00954.

Event description:
The customer reported false negative results with the ID now covid-19 assay for multiple tests. This MFR. Report addresses test 4 of 6. The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2022 with a nasal sample. Repeat testing was not performed. Transcription-meditated amplification (tma) confirmation testing with a hologic platform was performed with a nasal sample and generated a positive result. The customer stated the patient was symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1049389 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1049389 and test base part number 190-430 / lot 1049389. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1049389 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is sample interference. Substances in the sample itself may have interfered with the reaction. A review of complaints against the kit lots for the reported issue indicates product performance is as expected and a product deficiency has not been identified.